Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. It kept stopping therapy. They confirmed the rectal probe was in place. This eventually stopped and the patient reached target temperature. Informed nurse if the erratic temperature alarms persist, it can be due to a bad temperature probe or a short in the temperature cable on the machine. They would then recommend switching one out to see if it resolves. When initially cooling, neonate¿s temperatures can occasionally drop rapidly. The rapid drop can trigger the erratic temperature alarms. Usually once the patient reaches target, this will resolve. The instructions-for-use under were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they started cooling a few hours ago in an arctic sun device. They were initially receiving alarms that said erratic patient temperature, it kept stopping therapy. They confirmed the rectal probe was in place. This eventually stopped and the patient reached target temperature. Now the baby had cooled below target, patient temperature (pt) was 32.3c. The device was alarming low flow. Nurse also asking what may cause the erratic temperature alarms. Nurse provided s/n # (B)(6). Confirmed current water flow rate (wfr) was 0.3 l/min. Explained water flow rate (wfr) and correlation to heater function. Had nurse stop therapy, empty the pad, and disconnect. Had nurse confirm all tubing was straight with no kinks or bends. Informed nurse to reconnect pad holding only the blue tubing and not the clear plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 1.4 l/min. Suggested nurse keep an eye on this and call back if it drops again or if the patient was not warming. Informed nurse if the erratic temperature alarms persist, it can be due to a bad temperature probe or a short in the temperature cable on the machine. They would then recommend switching one out to see if it resolves. When initially cooling, neonate¿s temperatures can occasionally drop rapidly. The rapid drop can trigger the erratic temperature alarms. Usually once the patient reaches target, this will resolve.

Event description:
It was reported that nurse stated they started cooling a few hours ago in an arctic sun device. They were initially receiving alarms that said erratic patient temperature, it kept stopping therapy. They confirmed the rectal probe was in place. This eventually stopped and the patient reached target temperature. Now the baby had cooled below target, patient temperature (pt) was 32.3c. The device was alarming low flow. Nurse also asking what may cause the erratic temperature alarms. Nurse provided s/n # (B)(6). Confirmed current water flow rate (wfr) was 0.3 l/min. Explained water flow rate (wfr) and correlation to heater function. Had nurse stop therapy, empty the pad, and disconnect. Had nurse confirm all tubing was straight with no kinks or bends. Informed nurse to reconnect pad holding only the blue tubing and not the clear plastic clamp. Nurse resumed therapy, after a few minutes water flow rate (wfr) was 1.4 l/min. Suggested nurse keep an eye on this and call back if it drops again or if the patient was not warming. Informed nurse if the erratic temperature alarms persist, it can be due to a bad temperature probe or a short in the temperature cable on the machine. They would then recommend switching one out to see if it resolves. When initially cooling, neonate¿s temperatures can occasionally drop rapidly. The rapid drop can trigger the erratic temperature alarms. Usually once the patient reaches target, this will resolve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.